Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary : the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device was included in a field action and returned product testing found the device did perform as described in the field action. (B)(4).

Event description:
It was reported that the device had unexpected battery longevity; it indicated elective replacement (eri) after four years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in a field action and returned product testing found the device did perform as described in the field action.